Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks on the reservoir. The customer's blood glucose value was unknown. The customer stated that the reservoir spilled insulin. The customer stated that the black rings were pulled out and not unscrewed from the plunger. The reservoir was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.